Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Evaluation of the provided qc data did not find an indication of a reagent issue. It was noted the customer did not use the recommended sample tube rack adapters. No adverse events occurred.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 148.5 miu/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2013, on the same analyzer and the result was 215.7 miu/ml. The sample was also repeated on (B)(6) 2013, on another analyzer and the result was 215.9 miu/ml. The repeat results were believed to be correct. The patent was not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not determine a cause. He performed preventive maintenance and checked the instrument performance. To verify the analyzer operation, he ran performance testing which was successful.